Event description:
It was reported that there was an issue with 1067020 - lyoplant onlay 5.0x5.0cm. According to the complaint description, the patient had postoperative complications of wound pain and swelling. It was noted that the patient had not been compliant and had not followed care instructions following discharge. An additional medical intervention was required. Pressure dressing was applied to the wound and cerebrospinal fluid (csf) pressure was measured via lumbar puncture. Further details have been requested. Possibly other treatments were also provided. The adverse event is filed under aag reference 400579124.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Update: h6-codes investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No investigation method could be applied, because: product was not provided for investigation, since it is still implanted. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(10) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the information received, the patient had poor compliance, and did not follow the doctor 's advice to compress and bandage the wound after surgery and discharge. Conclusion and measures / preventive measures: based upon the investigation results a the root cause is most probably patient-related. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4).